Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the rotawire detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire during removal on dynaglide mode, causing it to twist rapidly and detached the rotawire. As a result, the distal portion of the rotawire remained within the patient's coronary artery. The rotawire outside the body, which the physician was holding behind the advancer to prevent contamination, heated rapidly, burning through the gloves and causing minor burns on the physician's hand in two small areas. The decision was made to continue the procedure leaving the detached rotawire tip within the patient's artery and implant a stent as planned but leaving the wire behind the stent. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. The patient was stable and was discharged home the following day without complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the rotawire detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire during removal on dynaglide mode, causing it to twist rapidly and detached the rotawire. As a result, the distal portion of the rotawire remained within the patient's coronary artery. The rotawire outside the body, which the physician was holding behind the advancer to prevent contamination, heated rapidly, burning through the gloves and causing minor burns on the physician's hand in two small areas. The decision was made to continue the procedure leaving the detached rotawire tip within the patient's artery and implant a stent as planned but leaving the wire behind the stent. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. The patient was stable and was discharged home the following day without complications.

Event description:
It was reported that the rotawire detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). The rotapro rotation speed exceeded the expected level while operating in dynaglide mode. After successfully performing a rotablation, the burr unexpectedly gripped the rotawire during removal on dynaglide mode, causing it to twist rapidly and detached the rotawire. As a result, the distal portion of the rotawire remained within the patient's coronary artery. The rotawire outside the body, which the physician was holding behind the advancer to prevent contamination, heated rapidly, burning through the gloves and causing minor burns on the physician's hand in two small areas. The decision was made to continue the procedure leaving the detached rotawire tip within the patient's artery and implant a stent as planned but leaving the wire behind the stent. The physician believed the issue stemmed from a malfunction in the advancer brake, which failed to engage, resulting in the wire spinning. The patient was stable and was discharged home the following day without complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the rotapro atherectomy system was returned for analysis with the rotowire. Visual inspection of the device did not reveal any damages or defects. However, microscope inspection of the device revealed that the annulus of the burr was damaged. The damage to the annulus was found to be consistent with continuous interaction between the rotating burr and the rotowire. The returned rotowire was able to be removed and reinserted with slight resistance due to bends in the wire. In order to determine the functionality of the rotapro device, a test rotawire was used and was able to be fully inserted and removed with no resistance or issues. During analysis with the returned wire, the functionality of the brake was tested in both normal and dynaglide modes. When the rotowire was inserted, the rotapro advancer was connected to the rotapro console, and the knob switch [ablation button] was pressed, the brake activated and was able to lock onto the wire without issue in both normal and dynaglide modes. When the brake defeat button was pressed, the rotowire was able to be manipulated back and forth. There was no rotation of the rotowire noted during analysis. Inspection of the remainder of the device presented no other damage or irregularities.